Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she thought that she had a kidney infection. And we to the doctor and he did an x ray and found that she did not have an infection but her ¿wires were twisted and going everywhere.¿ she started to have numbness and tingling in her foot and her lower back had been in lot of pain. The patient noted that she could always feel her wires but it was different three days ago. There were no falls or trauma related to this issue. No interventions or causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.